Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician use a cook endoscopy fusion omni-tome sphincterotome. This device has a break through channel that allows the wire guide to separate from the wire guide lumen of the sphincterotome. Beginning at the proximal end of the sphincterotome catheter near the handle, the wire guide will separate from the sphincterotome's wire guide lumen. This separation continues along the length of the sphincterotome catheter until resistance is met at the radiopaque band located on the catheter near the distal end. At the moment resistance is encountered, the break through channel is no longer used and the remainder of the sphincterotome is removed from the wire guide by withdrawing the catheter off the wire guide. In this case, the fusion omni-tome was advanced into position and the break through channel was utilized to separate the wire guide from the sphincterotome catheter. As the wire guide was separating, the user reported "not much resistance" was encountered when the wire guide separation approached the distal end of the sphincterotome catheter. The wire guide separation from the break through channel advanced all the way to the very distal end of the sphincterotome catheter. The radiopaque band had detached from the sphincterotome at an unknown time, causing the absence of the expected resistance. This band is cylindrical in shape and measures approximately 3 mm in length; 2.8 mm in diameter. The physician used the fluoroscopy equipment used during ercp to determine the location of the missing band. The location of the missing band was unable to be determined. A foreign object was not retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did no experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history , the lot number could not be determined. A review of the fusion omni-tomes remaining in finished goods inventory was conducted. One device from each lot available in finished goods (total of 16 sphincterotomes) was evaluated as part of this investigation. During our laboratory analysis of the unused product, security of the metal band was manually verified. All bands remained secure on the sphincterotome catheters. The sphincterotomes were then advanced over a pre-positioned wire guide through a duodenoscope that is in a simulated biliary position. The sphincterotome was withdrawn from the endoscope by utilizing the break through channel to separate the wire guide from the wire guide lumen. In all cases the band created resistance to signal the wire guide separation was nearing the end of the sphincterotome catheter. None of the bands detached from the sphincterotome catheters. All sixteen (16) sphincterotomes functioned properly. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a functional test to ensure device integrity. This test includes a manual verification to ensure the security of the band. Corrective actions: the appropriate internal personnel have been informed of this occurrence in an effort to heighten awareness. Out of an abundance of caution, a training session was held with the appropriate manufacturing personnel in response to this report. No further action warranted at this time because our evaluation of unused product did not reveal a discrepancy and the report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.